Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was received on 2/16/2024 and tested on (B)(6) 2024. The pump was given the initial complaint code of "3air3: air-in-line sensor - does not alarm" and was tested with the following protocol for air testing: connect tubing into reservoir. Prime tubing by gravity. Turn on pump and set prog to 125ml/hr for 20 vtbi, set air in the biomed options to 0.04 ml. Test 1: run pump without tubing, pass first test if it alarms "air-in-line". Test 2: load tubing into the pump and hit run, pass if pump does not alarm "air-in-line". Test 3: run the pump and create an air bubble about 1 inch in length, pass if the pump alarms "air-in-line". Repeat steps 4-6 for a total of 5 runs. The pump went through the following protocol and successfully passed all 5 rounds of testing, alarming every time it should have as designed. The reported issue was not confirmed, device appears to be performing to specification.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/19/2024, zyno medical received a report that a pump did not alarm 'air-in-line', causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.